Manufacturer narrative:
A review of the complaint text indicated that quarterly maintenance was past due. An abbott field service representative (fsr) was dispatched to perform quarterly maintenance and address the result issue. The fsr performed the overdue quarterly maintenance and manually cleaned the cuvettes; these steps were considered to have resolved the issue. A review of the service history for the instrument revealed no subsequent complaints of discrepant/erratic results have been reported since the field service visit. A review of the clinical chemistry product monitoring review (pmr) scorecard identified no trigger associated with the architect c4000 erratic result rate. No trends were identified for the architect c4000. The architect system operations manual was reviewed and was found to adequately address the issue. A malfunction of the architect c4000 was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the customer's issue because quarterly maintenance was past due. A systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect c4000 analyzer generated decreased results. An initial calcium result of < 2 mg/dl was generated. The sample was repeated and a result of 8.9 mg/dl was generated. An initial sodium result of <100 mg/dl was generated. The sample was repeated and a result of 141 mg/dl was generated. There was no report of impact to patient management.